Event description:
Healthcare professional reported right side deflation and anxiety-product/procedure. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, fluids, plug strap is missing, delamination of the plug strap. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified one sharp opening on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.